Event description:
Kimberly-clark received a report stating, "the device was first noticed to be protruding (B)(6) 2011 at 6:00. The balloon was checked (this was difficult initially) but 10 mls of milky white fluid were drawn back. Balloon reinflated with 7 ml sterile water. At 07:30 button, whilst administering medication through the device, was seen to start sliding out of the stoma site. The balloon was completely deflated it was also noted that there was only 1-2 cm of tube below the balloon. The device was pushed back and balloon reinflated. The child with the device was sent to the hospital for x-rays as the doctor at (B)(6) could not ascertain whether the tube was in the correct place. The x-ray showed part of the jejunostomy tube in the childs gut." Child underwent surgery to remove piece of tube in intestine. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We were unable to review the device history record as no lot number was provided. The device returned to kimberly-clark was already cut into three pieces when received. Water was injected into the balloon inflation port, but all water leaked out the cut end of the tube since the secured end of the balloon was also cut. Kimberly-clark was not provided additional information related to how long the device was in use and the reason and timing associated with cutting the device. Based on the available information, the root cause could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.